Event description:
It was reported that the customer received multiple occlusion alarms during vasal and bolus deliveries. The customer's blood glucose was 220 mg/dl. Tandem customer technical support (cts) was not able to troubleshoot the cause of the occlusion alarms as the customer had changed the cartridge and the infusion set prior to contacting cts.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.